Manufacturer narrative:
The mvp-9q will not be returned for evaluation as it remains in the patient. This event is still under investigation; a follow-up MDR will be submitted once investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration after detachment. The patient was undergoing endovascular aneurysm repair (evar). The mvp-9q was intended to embolize the internal iliac artery, which measured 7 mm. The mvp-9q prepared as indicated in the IFU. The plug was pushed out of the sheath, soaked in heparinized saline, pulled back into the sheath, then loaded into the microcatheter (5f cobra). The mvp was advanced to the desired deployment zone. Once in position, the physician began to pull the catheter back revealing the plug. The physician found the position to be too proximal and decided to reposition. The plug was pulled back into the catheter; the catheter was advanced 5 mm. The plug was again unsheathed. The torquer was applied and detachment began. Upon detachment, the plug ¿jumped forward by about 5 mm.¿ it was also reported that the plug did not open fully. The physician allowed at least five minutes for occlusion before doing a run. It was observed the plug was not fully adhering to the vessel wall, therefore the plug was not able to fully occlude the vessel. An additional plug from another manufacturer was placed parallel to the mvp. Full occlusion was achieved. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Additional information the mvp device was not returned for analysis as it was implanted in the patient; product analysis was not performed. The customer provided intraprocedural images for analysis. Based on the images provided and reported information, the report of mvp incomplete open and failure to occlude were confirmed, but the report of mvp migration could not be confirmed. In addition, the cause of the reported issues could not be conclusively determined from the images. Based on review of the images, it could not be conclusively determined why the mvp migrated since no fluoroscopic imaging was taken to capture that incident at that time. This jump could be related to technical issues such as not enough catheter slack or catheter partially wedged against the wall as noted below, which can lead to excessive force build-up prior to product being released. The reported event it is likely related to operational context rather than related to the product. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.